Event description:
It was reported that the filter failed to fully open once it was deployed. The top level of the filter opened but the legs did not open. The physician had to place another filter above the original filter to ensure there would be no chance of migration. The second filter was placed via the jugular vein. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This is the only complaint reported to date for this manufacturing lot number. The device is not available for evaluation as it remains implanted; the event investigation is currently underway.